Event description:
It was reported that while preparing to start a da vinci prostatectomy procedure, the site experienced a black bar in the left eye of the surgeon side console, which eventually turned completely black. With the assistance of an isi clinical sales representative, the site restarted the system; however this did not resolve the problem. The surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the site was associated the high resolution video (hrsv) monitor. The hrsv monitor provides the video image for the surgeon side console (ssc). The system was repaired by replacing the affected high resolution video (hrsv) monitor. The hrsv was returned to intuitive surgical for failure analysis investigation. During evaluation, the reported failure mode was replicated and the left display was not powering on. The hrsv was repaired by replacing both right and left monitors.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the site was associated the high resolution video (hrsv) monitor. The hrsv monitor provides the video image for the surgeon side console (ssc). The system was repaired by replacing the affected high resolution video (hrsv) monitor. As of july 2, 2012, there have been no reported recurrences of the issue at this hospital.